Event description:
It was reported that while using the bd max¿ enteric parasite panel that there was false positive for giardia lamblia. The following information was provided by the initial reporter: hazard, injury or erroneous results? Yes. Run 3873 sample in a11 was positive for g.lamb. Customer is reporting a possible false positive for giardia lamblia. Was positive on the first run, negative on 2 subsequent runs.

Manufacturer narrative:
D.3 common device name: gastrointestinal pathogen panel multiplex nucleic acid-based assay system. E.6 initial reporter e-mail: (B)(6). H.3. A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that while using the bd max¿ enteric parasite panel that there was false positive for giardia lamblia. The following information was provided by the initial reporter: hazard, injury or erroneous results? Yes run 3873 sample in a11 was positive for g.lamb, customer is reporting a possible false positive for giardia lamblia. Was positive on the first run, negative on 2 subsequent runs.

Manufacturer narrative:
After further evaluation, this event was already reported on MFR report #3007420875-2023-00022. The previous MFR report #3007420875-2023-00021 should be considered canceled.